Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post initial implant procedure, the patient went into pacemaker mediated tachycardia due to loss of atrial capture. Review of the right atrial lead revealed that the lead had dislodged and exhibited high pacing threshold. It was also noted that the lead had sensing failure. On (B)(6) 2017, the patient presented for lead revision. The physician attempted to reposition the lead but was unsuccessful due to the lead helix being damaged due to multiple repositioning attempts. The lead was explanted and replaced. Patient was stable.